Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple attempts were made but additional device return information could not be obtained.

Event description:
It was reported that frayed wires were identified on the power supply. The power supply was replaced and there were no adverse consequences reported.